Manufacturer narrative:
The product was returned and analysis was completed and noted that the distal tip was kinked and presented an unraveled/stretched condition.additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during prep of the jindo wire the physician noted the distal tip was out of shape and the coating was frayed/split/torn. The report received from the affiliate states that when the jindo guidewire (complaint product) was taken out of the sterile pouch and flushed with saline solution during preparation, the physician noticed that the distal end was already deformed/shaped. When looked at the device carefully, he noticed that the coating of the distal end seemed to be peeled as well. The product was not re-sterilized. The wire was removed from the dispenser as per the IFU. It is unknown if the wire was re-shaped by the used during prep. The event occurred during initial use of the product. It is unknown if the outer packaging was damaged. There was no mishandling of the product. Another new product (details unknown) was used and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. Addendum: analysis was completed and noted that the distal tip presented an unraveled/stretched condition. One non-sterile pgw jindo 300cm str .035 was received coiled into a plastic bag. The distal tip was kinked and presented an unraveled/stretched condition. The guidewire was observed under microscope and no other anomalies were found besides of the found in the visual analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as 'the distal tip - out of shape was confirmed' was confirmed; the reported 'the coating - frayed/split/torn' was not confirmed; however, an unrevealed/stretched condition was observed on the wire distal tip. The exact cause of these damages could not be conclusively determined. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. No corrective actions will be taken at this time. The complaint of distal tip out of shape was confirmed as well and an unraveled/stretched condition; however, the complaint of coating frayed/split/torn was not confirmed on analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported event.

Event description:
The report received from the affiliate states that when the jindo guidewire (complaint product) was taken out of the sterile pouch and flushed with saline solution during preparation, the physician noticed that the distal end was already deformed/shaped. When looked at the device carefully, he noticed that the coating of the distal end seemed to be peeled as well. The product was not re-sterilized. The wire was removed from the dispenser as per the IFU. It is unknown if the wire was re-shaped by the user during prep. The event occurred during initial use of the product. It is unknown if the outer packaging was damaged. There was no mishandling of the product. Another new product (details unknown) was used and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. There will be product return.